Manufacturer narrative:
Product ID, 748295 lot# serial# (B)(4), implanted: 2003 (B)(6), explanted: product typ extension product ID, 7 48295 lot# serial# (B)(4), implanted: 2003 (B)(6), explanted: product typ extension product ID, 748251 lot# serial# (B)(4), implanted: 2004 (B)(6), explanted: product typ extension product ID, 7438 lot# serial# (B)(4), implanted: 2009 (B)(6), explanted: product typ programmer, patient product ID, 7438 lot# serial# (B)(4), implanted: 2009 (B)(6), explanted: product typ programmer, patient product ID, 3389-40 lot# j0301118v serial#, implanted: 2003 (B)(6), explanted: product typ lead product ID, 3389-40 lot# j0301118v, serial# implanted: 2003 (B)(6), explanted: product typ lead product ID, 3389-40 lot# j0301118v, serial# implanted: 2003 (B)(6), explanted: product typ lead. (B)(4).

Event description:
It was reported the patient's device "turned off by itself" after she had turned the device back on following an EKG. The patient was referred to their health care provider. Additional information has been requested, a follow-up report will be sent if additional information becomes available.